Event description:
Caller reported receiving a minimum fill notification, indicating an issue with loading insulin into the pump's cartridge. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. After receiving instructions from support to clean the pneumatic tap area and remove the pump from its case, the caller successfully reloaded the cartridge, and the pump resumed normal insulin delivery.